Event description:
New information received notes the patient presented in clinic for an assessment and it was concluded that external sources (electro magnetic interference) caused the high voltage lead impedance to trip. A lead issue was not suspected.

Event description:
New information received notes a possible re-occurrence of high out of range high voltage lead impedance on the right ventricular lead.

Event description:
It was reported that two out of range high voltage impedance measurements were observed on the right ventricular (rv) lead. The patient was to continue being monitored remotely. The patient was stable.